Event description:
It was reported that the cutter/staper was used during a laparoscopic roux-en-y. It was reported the stapler fired and the knife blade cut the tissue but no staples formed. The anastomosis was repaired to complete the case. There was thirty minutes extended o.r. Time and anesthesia to the patient.